Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm, a finish loading message, and a failed battery test. Blood glucose level at the time of the incident was 300 mg/dl. The customer stated that the battery cap was corroded and damaged. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify no delivery and finish loading alarm or any alarm due to failed battery test alarm. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.